Event description:
It was reported that the or nurse reported on behalf of surgeon that the trident insert did not fit into the acetabulum shell. She further reported that a new insert was inserted without any issues.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.